Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to the fisher & paykel healthcare (f&p) regional office in korea for evaluation. Due to the current outbreak of the coronavirus and the risk of infection, the device was not assessed and was destroyed. Our investigation is based on the information provided by the customer and our knowledge of the product. Conclusion: the customer reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. However, due to the outbreak of coronavirus and the potential risk of infection, we cannot complete our investigation and we are unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor on behalf of a healthcare facility in korea reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation to determine if our product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.